Event description:
It was reported that during a laparoscopic sigma, the device fired malformed staples and was broken. The procedure was completed with a like device. There was no patient consequence. There is not additional information available at this time.